Event description:
Customer called customer service on (B)(4) 2013 and reported that "a few days ago" his adc blood glucose meter started giving him unspecified high readings. Customer further reported that two days prior to his call ((B)(4) 2013) the meter gave him an unspecified high reading that the customer self-administered an unknown amount of insulin in response to and then subsequently experienced a loss of consciousness. It was further reported customer's son called the paramedics and upon their arrival received a reading of 24 mg/dl. Customer was then transported to a local healthcare facility. It is unknown what treatment may have been rendered at the hospital as this information was not provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the test strips the customer was using expired on 10/31/2013. All pertinent information available to abbott diabetes care has been submitted.